Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked bottom case and battery door. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, occlusion test was performed, and the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure, performed functional tests and the pump passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump failed audible alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was recieved that there was no patient present at the time of the event.